Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-10982.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-10982. It was reported that during a trial procedure, patient had significant bleeding. As a result, the trial procedure was abandoned. Patient stated they had stopped taking their blood thinners. Both leads were not implanted and discarded by the facility. There were no complications during the procedure. Patient was stable.